Event description:
Baxter (B)(4) received a report that a folfusor leaked before use. The device was filled with a solution containing 4350 mg fluorouracil in 96 ml saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed evidence of a leak with fluid inside the bag that contained the sample. Further examination revealed broken tubing at the solvent-bonded junction of the luer and a portion of this tubing remained inside the luer. Microscopic examination revealed the edge of the tubing was jagged rather than smooth. A jagged surface is indicative of excess pull force applied to tubing during handling of unit causing the leak condition. The root cause was determined to be excessive force inadvertently applied to the tubing during product use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This product is not distributed in the us and does not have a 510(k) number.